Event description:
It was reported that pump battery level jumped down while charging, dropping suddenly to about 10 percent, and that pump had previously shut down completely, with additional concern that pump casing showed wear and tear and was ¿falling apart.¿ there was no reported impact to the customer¿s blood glucose level. Customer did not request further assistance and no additional information was received regarding the outcome of the event.